Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's device was rejected by their body shortly after implant. Pt said they did not know the date but it was shortly after implant. No further complications were reported at this time. Additional information was received from the patient. In response to an inquiry for the status of the device, they reported that as it did not work, they believe the doctor would have sent it back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.